Event description:
It was reported that the patient was charging the ipg more frequently. Re-education on proper charging techniques and reprogramming were attempted, however, it was unsuccessful. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.